Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up and displayed an error message prior to a case. The 9800 system had to be rebooted three times then worked for the next procedure. No pt injury was reported.